Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
A 6f angio-seal vip device was deployed on (B)(6) 2016. The following day and angiography showed a vessel occlusion and the patient was sent to surgery where the angio-seal collagen was found embolized and occluding the artery. The angio-seal was removed and a right femoral artery patch was placed. The patient was discharged on (B)(6) 2016.